Manufacturer narrative:
Device was received with a scratched case and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08725 inches. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 400 mg/dl and customer¿s other blood glucose was 248 mg/dl and 80 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for their high blood glucose with insulin pen. Auto mode feature was not active at the time of incident. The customer alleged that insulin pump was under delivering insulin. Customer performed displacement test and it was passed. Customer was neither in emergency room nor admitted into hospital. The insulin pump will be returned for analysis.